Manufacturer narrative:
The blunt tip suction tube (mcen770b30) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the suction tube found that the stem was broken at the base of the handle at the weld. Root cause analysis: it was determined that an error in the handling of the instrument by the customer, an excessive force was applied leading to stem breakage

Event description:
His report is 7 of 10 and is related to mfg report numbers: 3003249645-2024-00029. 3003249645-2024-00028. 3003249645-2024-00031.. 3003249645-2024-00030. 3003249645-2024-00032. 3003249645-2024-00033. 3003249645-2024-00035. 3003249645-2024-00036. 3003249645-2024-00037. It was reported that on an unspecified date, the welding of the blunt tip suction tube (mcen770b30) broke between the handle and stem. Another device was available for use. No information on patient impact is available at this time.

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h11. It was reported that the number of uses for this instrument is unknown and cannot be estimated. It is noted that this instrument was manufactured three (3) years ago.

Event description:
N/a.